Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. It was also noted that there was device oversensing during a cautery procedure near the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 competitor pacing lead (B)(6) 2012. (B)(4).